Manufacturer narrative:
The field service engineer fixed a tube behind the probe that was popping out. The application specialist ran controls and all were within acceptable ranges. Patient sample correlation studies were performed and all results correlated. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys ferritin on a cobas e 411 immunoassay analyzer. An incorrect result from the sample was reported outside of the laboratory to the patient. The sample initially resulted with a value of 3.91 ng/ml accompanied by a data flag. The sample was repeated on (B)(6) 2020, resulting with a value of > 2000 ng/ml accompanied by a data flag. The sample was then diluted 1:10 and repeated on (B)(6) 2020, resulting with a value of 1806 ng/ml accompanied by a data flag. The sample was repeated without dilution on (B)(6) 2020, resulting with a value of 1971 ng/ml accompanied by a data flag. The sample was repeated with after a 1:5 dilution on (B)(6) 2020, resulting with a value of 1876 ng/ml accompanied by a data flag. The sample was repeated two more times without dilution on (B)(6) 2020, resulting with values of 1931 ng/ml accompanied by a data flag and 1927 ng/ml accompanied by a data flag. The ferritin reagent lot number was 431645. The reagent expiration date was requested, but not provided.